Event description:
A customer reported leakage with a large volume intermate device in the over-pouch during storage. According to the report, the customer stated the leak was noted during the unpacking of the cooler cartons, it was observed ¿the entire content of the elastomeric device had leaked out, but was contained within the over-pouch.¿ the cause and the location of the leak are unknown. The pre-filled solutions that were associated with this event are pamidronate 90mg in 250ml of 0.9% nacl. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The lot 14h006 was manufactured between august 19 ¿ august 20, 2014. The device was not received for evaluation; therefore, a device analysis could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.